Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Additionally, this supplemental report includes the customers results of culture test as below: below are the olympus 3rd party hmi results dated 06/20/25. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu: 1 cfu bacterial identification: staphylococcus wameri. Sampling date: (B)(6) 2025, sampling from: biopsy channel, cfu: 2 cfu, bacterial identification: pseudomonas massiliensis. The device was tested positive by olympus, therefore the user request was confirmed. After new decontamination, the device was tested negative on all channels on jun 26, 2025. Based on the results of the investigation, a root cause could not be determined. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The most probable cause of the identified failure is cause traced to failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.